Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and the o-ring fell off. Customer reported that damaged may have been caused by everyday wear and tear. Customer's blood glucose was 132 mg/dl. Customer was advised that insulin pump would need to be replaced.